Event description:
Customer alleged that the pump infused 4 ml instead of 6 ml during testing. There was no rate provided.

Manufacturer narrative:
Investigation found that pump was serviced by third party due to pump's maintenance due date was changed. The volumetric accuracy tests were performed and pump infused within +/-5% specification. The complaint could not be duplicated.